Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: no conclusions can be drawn from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a reported depth of 3-4 mm but appeared constrained. Post-implant balloon aortic valvuloplasty (bav) was performed but upon inflation, the balloon moved deep toward the ventricle. It was reported that the systolic arterial pressure was approximately 60 mmhg and resulted in the valve dislodging above the annulus. A snare was used to pull the valve into the ascending aorta where it was left implanted. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.